Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, the patient's right ventricular (rv) lead dislodged due to helix issues. The lead was explanted and a different lead was used instead. No patient complications have been reported as a result of this event.